Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reported using fiasp brand insulin which is considered off label insulin use per tandem user guide. A systems check was started with tandem technical support, however, the customer declined to complete the check. Therefore no additional information was obtained.